Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was unable to authenticate from the server. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to authenticate from es server. A technical support specialist rebooted the esprod server since it had not been rebooted since 1/26/2025 and then allowed me to log into the es server webpage, and med-room is now communicating with the server, and users are now able to log into the station. The system functioned as intended after the technical support specialist troubleshot the device.